Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with a green fully fired cartridge reload loaded on the device. The device was tested for functionality in the straight and articulated positions with test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed as intended. Batch history review has been completed with no anomalies reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a maze procedure after the surgeon fired the first firing of the device for the coronary artery bypass graft the device would not open. The device was stuck on the tissue of the left atrium. The surgeon cut the appendage off to remove the device from the tissue. The surgeon then over sewed the staple line and continued with the procedure. Patient was stable after the procedure and required no blood products. (B)(4)